Manufacturer narrative:
Through follow-up with user facility personnel, medivators learned that the employee subject of the event had been holding the rapicide bottle near the sink and bumped into the counter causing liquid to spill out of the open bottle onto their hand. The employee subject of the event was not wearing proper ppe at the time of the event, specifically gloves. The rapicide pa part a sds provides the following warning language and guidance, related to skin exposure and ppe usage: "causes severe skin burns and eye damage. Wash hands thoroughly after handling. Wear protective gloves/protective clothing/eye protection/face protection...if on skin (or hair): rinse skin with water/shower." The user facility was provided with the sds and no additional issues have been reported.

Event description:
The user facility reported an employee obtained white spots on their hand after handling rapicide pa high level disinfectant. The employee washed their hand and applied ointment to the area.